Event description:
It was reported that a 51-year-old female patient underwent a primary breast augmentation surgery with implantation of a 250cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant using mammogram imaging. An in-office visit with a medical professional was conducted confirming the deflation. As a result, the patient is scheduled for removal on (B)(6) 2023. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 15, 2023, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2023, the mentor analysis lab received the suspect medical device for evaluation. On september 04, 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Leak testing was performed, according to mentor procedure, and it identified a tear within a crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 275cc mentor smooth round moderate profile saline breast implants. Additionally, mentor became aware that information was inadvertently submitted incorrectly. The usage of device field should have been populated with initial use of device. The field has been updated. Manufacturer¿s reference number: (B)(4), in the initial, h8 usage of device should have been populated with initial use of device.